Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information, the reported failure to grasp the leaflets was due to a combination of challenging patient anatomy and poor imaging therefore due to procedural conditions. The reported unspecified tissue injury was a result of the leaflet grasping attempts therefore was an effect of the reported failure to grasp the leaflets. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported poor image resolution was due to challenging anatomy (frail posterior leaflet). There is no indication of a product issue with respect to manufacture, design or labeling. H6. Patient code 4451 deleted.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damage to the posterior leaflet during grasping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Frail posterior leaflet caused imaging to be difficult. The clip delivery was advanced to the mitral valve and grasping was performed but grasping was difficult due to imaging and the chordal rupture occurred. The physician decided to not implant the clip and removed the cds. There was no treatment performed to treat the chordal rupture and the procedure was aborted. There were no clips implanted, mr remained at 4. No additional information was provided.